Event description:
The customer reported via phone call that the insulin pump alarmed button error after the customer got out of the shower. The customer's blood glucose was 102 mg/dl. The customer stated that the insulin pump had been suspended and was kept away from the water. He confirmed that the device had not gotten wet; however, he later stated that there may have been a couple of drops of water on the insulin pump when he washed his hands. The customer's most recent blood glucose was 115 mg/dl. He later stated that the keypad arrows stopped working. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.